Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. There was no compromised force sensor system alarm noted. All operating currents were normal and passed after battery change alarm test. There was no anomaly or power off was noted during the testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 115 mg/dl at the time of incident. The customer stated that insulin squirts out when attempting to prime the pump. The customer will be sent a replacement. The insulin pump will be returned for analysis.